Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was found to be dislodged resulting in high capture threshold and high pacing impedance. Upon lead repositioning attempts, the helix of the rv lead failed to extend after adequate turns and thorough cleaning of the lead tip. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, high pacing impedance, and helix mechanism issue. A complete lead was returned in one piece for analysis. The reported events of inadequate capture and high pacing impedance were not confirmed. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner insulation consistent with procedural damage. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be extended and clogged with blood, and the inner coil was damaged consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported helix mechanism issue was isolated to the helix being clogged with blood and procedural damage to the inner coil.